Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of the controller stopped working. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available, omnipod software app version: not available, operating system: not available, hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose rose to greater than 250 mg/dl for an undisclosed time wearing the pod. The reporter stated that the controller stopped working. The patient was feeling very weak and their bones ached. On (B)(6) 2025, at 1:00 pm the patient went to the emergency room to seek medical attention. The patient was diagnosed with hyperglycemia and was treated with intravenous insulin. The patient was discharged at 8:00 pm the same day.